Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified lesion. A 10/3.50 flextome cutting balloon was used for pre dilation. During the third inflation, the balloon ruptured at 8 atmospheres for 10 seconds. The device was removed by simply pulling it out. No balloon was left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath and a longitudinal tear was identified starting 2mm distal of the proximal markerband and extending 8mm distally. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The polymer extrusion was also kinked 75mm proximal of the port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified lesion. A 10/3.50 flextome¿ cutting balloon¿ was used for pre dilation. During the third inflation, the balloon ruptured at 8 atmospheres for 10 seconds. The device was removed by simply pulling it out. No balloon was left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.